Manufacturer narrative:
Patient date of birth: (B)(6). Device evaluation by MFR: synergy ous mr 4.00 x 38mm stent delivery system was returned for analysis. A visual examination found stent struts on the mid-section were lifted from the crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15dec2020. It was reported that crossing difficulty was encountered. The 85% stenosed, 34mm x 3.5-4.0mm target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 4.00 x 38mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 3.5 x 38mm promus premier stent. No patient complications were reported and the patient status was stable. However, device analysis revealed a stent damage.